Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a delay in critical therapy following a device breakage. The tubing set was being used to deliver an unspecified concentration of morphine via an unspecified pump. No specific programming was provided. After an unspecified length of time, the customer contact reported that the pt was transferred from the bed to a chair and was being held. After an unspecified length of time during an hourly check, the nurse noted the tubing set and an unspecified volume of solution was on the floor. The customer contact reported that during visual exam of the tubing set, the ¿tubing noted to be cracked in two pieces near insertion site.¿ the customer contact reported an approximate one hr delay until the tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional info was provided.